Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old male patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer navigational 4mm catheter and suffered a heart block requiring a temporary pacemaker. The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical quadripolar catheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer navigational 4mm catheter and suffered a heart block requiring a temporary pacemaker. During ablation, the patient went into a transient heart block that reverted back to sinus rhythm. The heart block returned during another radiofrequency lesion and persisted. Left ventricular pacing was initiated via the st. Jude medical quad catheter while temporary pacemaker was being placed. Patient required extended hospitalization as a result of the adverse event to assess for atrioventricular (av) node recovery. Av node recovered and no permanent pacemaker was needed. Temporary pacemaker was removed and the patient was scheduled to be discharged to home. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to ablating too close to the atrioventricular (av) node.

Manufacturer narrative:
On 12/4/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).